Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was unremarkable. It was reported that the physician positioned the stent graft below the renal arteries. The physician was unscrewing the release system, however, the outer sheath was not retracting. The handle was unscrewed to the end, but the sheath did not retract. The delivery system was removed from the patient without difficulty and replaced by another talent device. The device was returned and the analysis is pending. No clinical sequelae were reported and the patient is fine. Please note that this device auf2816c170axh is distributed outside the united states; however, it is similar to the united states distributed product af2816c170xh.

Manufacturer narrative:
(B)(4). Evaluation, results: other - pending device evaluation. Evaluation, conclusion: other - pending device evaluation.